Event description:
Procedure type: gastric bypass. According to the reporter: the device operator could not get the device to attach to the anvil. They tried to trouble shoot and get the anvil to attach however nothing worked. The anvil and the stapler were removed and the doctor attempted to attach the anvil to the stapler outside the sterile field but still could not get it to attach. There was minimal trauma to the tissue enough for the doctor to hand sew. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The cause was extended by about 6 hours.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.